Event description:
Alleged the siderail on the bed will not latch securely.

Manufacturer narrative:
The technician replaced the clocking siderail with a fixed siderail to repair the bed. Mod 414 is a field corrective action to correct in-process defects that may cause the siderail to malfunction. This failure occurred following the correction of this unit.